Event description:
The customer contact reported no flow. The soluset was being used to deliver normal saline. The customer contact reported that after the soluset was primed, the solution would not flow when the delivery was started. It was reported after the soluset was shaken, flow of fluid began. There were no reported adverse pt effects. No medical intervention were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.